Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported that the inpen was broken; when inserting a new cartridge, it snapped into pieces, resulting in damage to the dose button. Blood glucose value at the time of event was 368 mg/dl. The customer was treated with manual injection. The event involved product(s) mmt-105nnpkna. Troubleshooting was performed for damage and indicated that the dose knob/dial was not difficult to turn and did not show any signs of misalignment or slipping. Troubleshooting was not performed for hyperglycemia event. No further patient complications were reported. The customer will discontinue the use of the device and revert to a backup plan per healthcare professional instructions. The product mmt-105nnpkna will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.